Event description:
It was reported by the patient that the patient became malnourished while having lap band. Per report, the patient had the gastric band for about 10 years. The patient threw up majority of what the patient ate regardless of how small the portion is or how slow the patient ate. The patient stayed dehydrated because the patient could not drink any liquids while eating. Sometimes, the vomiting would cause inflammation of the esophagus and once went 3 days without being able to swallow own saliva. Despite the band got unfilled, the patient continued to have these issues. The patient lost 100 lbs, but the patient believed it was due to bulimic. The patient became malnourished and developed teeth and hair issues. The patient had the gastric band removed since.

Manufacturer narrative:
Attempts to contact the patient for additional information were made; however, there was no response from the patient. No investigation was performed. No information available regarding the product that was involved. Multiple attempts to obtain additional information for an investigation were unsuccessful. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. If additional information would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended.